Event description:
Hlthcare professional reported one week after injection in both cheeks with unspecified juvederm voluma. Pt's left cheek became red, hot and sensitive. Pt treated with clavulin. Symptoms are ongoing.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The events of "red, hot and sensitive" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.